Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system for two patients. Patient a and b samples were tested for accu tni and results of 13.00ng/ml and 8.20ng/ml were obtained respectively. The results were reported out of the lab. The original samples of both patients were re-tested and repeat result was 0.03ng/ml for patient a, and 0.02ng/ml for patient b. Corrected reports were sent. It is unknown if there was any change to patient treatment. However, patient a was transferred to another facility where troponin testing was performed and result was negative.

Manufacturer narrative:
Based on supplied information, the lab received serum and plasma samples for patient a. It is unknown which sample produced the erroneous result. The sample from patient b was serum. The sample was clear but hemolyzed. The specimen was sampled from the collection tube, which was not filled to the proper stated volume. Qc is run daily. It is unknown if qc was within specifications on the days in question. A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered the ultrasonic temperature and voltage were out of specifications low. The fse performed adjustment. The fse verified pippettor alignments, level sense and system check, which were all within specifications. The fse conducted a 10 point precision run and obtained good results. Although hardware issues were addressed, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.